Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to moisture damage on the keypad traces. The device also alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The unit had missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed button error and motor error. The blood glucose reading was 127mg/dl. The mother stated that the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.